Event description:
The customer reported that the rfu (read for use) indicator was not behaving as expected. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.